Event description:
It was reported that the patient experienced bradycardia, with a heart rate in the 30s. There was no pacing, no magnet response, and no telemetry was available. The patient was noted as having been lost to follow-up. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.